Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/28/2024, it was reported by a sales representative via (B)(4) that an abs-10063 angel prp set whole blood adaptor is on the outside of the device instead of the inside. When they went to put the blood in, it ran out all over the counter. This occurred during use in a case with no patient effect. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette.